Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on 14nov2016 to assess the testing instrument in question and determined that the testing instrument was operating as expected. Immucor technical support used a remote electronic connection method to assess the instrument test well in question on (B)(6) 2016, and that test well appeared visually negative. The full and complete telephone extension number for the customer site is (B)(6).

Event description:
On (B)(6) 2016, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.